Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize therapy electrode connection) was confirmed. As received, the monitor failed fall-off testing. Upon evaluation, the u602 and c610 components were damaged. The cause of the inability to recognize the connection and the test failure is the damaged components. The root cause of the damaged components cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize a thearpy electrode connection.